Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia, diabetic ketoacidosis and vomiting on (B)(6) 2019 with blood glucose level was 440 mg/dl. Doctor advised to customer that the insulin pump might not be working. Unable to complete troubleshooting, customer disconnect the call. The devices will not be returned for analysis.